Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure, the patient's ipg could no longer communicate with external devices. As a result, surgical intervention took place on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.